Manufacturer narrative:
Results: the device was fractured at approximately 9.0 cm and 11.0 cm from the hub. The distal portion of the fractured device was not returned. Conclusion: evaluation of the returned device confirmed that the device was fractured at its proximal shaft. This type of damage likely occurred due to improper handling during use. If the device is forcefully manipulated at extreme angles during use, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the lantern to the target location and a "split" was noted by the physician at the proximal end. The "split" occurred outside of the patient prior to embolization. Therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.